Event description:
On 1/22/1998 folowing a diagnostic procedure, an angio-seal device was placed. Two hours later while the pt was ambulating, oozing was noted from the puncture site. The pt returned to bed and a sandbag was placed for approximately one hour the pt was held overnight for observation, and was later discharged home without further reports of sequelae.